Event description:
A peritoneal dialysis (pd) patient¿s daughter (B)(6) contacted (B)(6) customer service stating that the 16-5301-0 micropore-surgical tape 1x10yds gave her father a rash around wound. She thinks it's the tape causing, no open skin, just red and irritated. She also mentions it may not be the tape and it can be all the cleaning that is being done to his skin and this is just all new to him. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).